Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per facility, the complainant part will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: release to warehouse date: november 24, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during a surgical procedure on (B)(6) 2015. After the surgeon placed a recon screw into the nail, an x-ray was taken. It was then discovered that a piece of the drill bit had broken off. The surgeon decided to leave the bit in the patient and made no plans to retrieve it. Procedure was completed successfully with no surgical delay. The patient status/outcome was reported as "fine" post-operative. This report is 1 of 1 for (B)(4).